Manufacturer narrative:
Device was returned to MFR for evaluation. A visual exam found that the parts appear to be made to specification. Unable to determine the cause of the event.

Event description:
Reported that the screws went through the plate during surgery. The surgeon removed the screws and plate and replaced them intraoperatively. There were no pt complications reported.